Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads had migrated from t7 to t10. Surgical intervention was undertaken, and the right lead was explanted and replaced, and the left lead was moved back up to t7.